Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the customer reported the medium-large clip applier instrument would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument coordinator spoke to the nurse who informed the clip applier was inspected prior to use with no damage noted. The clip was loaded to the clip applier, and it did not release like it was supposed to. The procedure was completed with a backup clip applier that worked as intended. No harm or injury to the patient. No patient demographics could be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not release, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed and failed the clip test. Visual inspection revealed damage to the grips. The medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed the recognition and engagement tests and was able to retain clip through engagement but could not release the clip. Additional observation not reported by site and related to the reported issue was that the instrument was found to have a bent grip and the tip does not align with the other grip. The complaint regarding medium-large clip applier instrument not release clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The probable root cause of bent grips with an offset 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a bent grip and the tip does not align with the other grip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.